Event description:
It was reported that the patient underwent a revision surgery to extend a previous construct from l3-s1 to l2-s1. It was reported that the l3 screw was broken. The broken portion in the pedicle could not be removed from the patient. The l3 level was not re-instrumented. No additional patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.